Event description:
The manufacturer received information alleging a ventilator test fail for negative flow. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator test fail for negative flow. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's system pca needs to be replaced to address the issue. There was evidence of contamination. In addition, the blower assembly, line prox filter, machine flow sensor, muffler assembly blower bellow were contaminated. Air foam inlet filter will be replaced due to preventive maintenance.